Event description:
It was reported following a percutaneous transluminal coronary angioplasty a 6f angio-seal device was inserted. During the pull back step the device would not release the suture. The physician cut the sheath at the hub in order to complete deployment. The sheath, carrier tube, tamper tube, suture, and part of the collagen were retrieved; hemostasis was achieved. Several hours later the pt developed symptoms of shock and was diagnosed with retroperitoneal bleeding. Reportedly the pt was successfully treated and recovering.